Event description:
The company rep was visiting biomed for unrelated business and was notified by biomed that they had a blood back event, the iab was removed and saved and is now in the office of the ICU manager, who will return the balloon to maquet. Pt had iabp in place. Noted blood in gas shuttle tubing. Pt tolerated removal. No health impact reported at the time. The pt expired.

Manufacturer narrative:
An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approx 1cm from the rear seal measuring 0.064cm in length. The optical fiber was also found to be broken at this location. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. The whitish patch is typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The complaint was confirmed and is due to wear and tear on the device. (B)(4).